Event description:
According to an article entitled, "a multicenter single-blind, prospective randomized trial to evaluated the safety of polyethylene glycol hydrogel (duraseal dural sealant system) as a dural sealant in cranial surgery," written by joshua osbun, et al, published in 'world neurosurgery' in 12/2012, there was a study of 237 pts, who underwent elective cranial surgery at 17 institutions. There were three complications in the group where the duraseal dural sealant system was used. In the control group, there were five complications. In the group where duraseal dural sealant system was used, one pt experienced postoperative surgical site infection within 30 days of surgery.

Manufacturer narrative:
(B)(4).